Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
User facility medwatch report #(B)(4) was received stating: event desc: "patient was having tavr procedure, at the end of procedure after the removal of the endologix sheath, a percutaneous closure of the right femoral arteriotomy was attempted using the perclose suture. The 2 sets of perclose sutures were tightened in the usual manner. It was noted that hemostasis was not being achieved; therefore it was decided to repair the right femoral artery surgically. Inspection of the right common femoral artery revealed quite extensive disease for a simple primary closure. During inspection, a 2mm fragment of plastic material was found inside the right femoral artery and removed. The fragment was a piece of the footplate of one of the proglide device." Subsequently, the facility reporter was contacted and additional information was received: the common femoral artery access site was moderately calcified. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported foot detachment was confirmed. The reported failure to achieved hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported foot detachment and failure to achieve hemostasis appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A conclusive cause for the reported patient effect could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.